Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, pump error 63 alarm confirmed in the device history due to broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose and hardware low level failure alarm. Customer's blood glucose level was 400 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer does not alleging the insulin pump for under delivery. Customer also stated that about the pump error alarm that they performed the self-test and the test did not passed. The insulin pump will be returned for analysis.